Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a cracked end cap. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Drive support cap was noted to be normal. Customer's current blood glucose reading at the time of the call was 234 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.